Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a bloody fluid leak below the coulter lh 780 hematology analyzer and was unable to isolate the source. Customer was wearing proper personal protective equipment at the time of the leak and no exposure or injury was reported as a result. Field service engineer (fse) was dispatched and noted that the tubing going through pinch valve (vl) 118 was leaking. Vl118 is located in the slidemaker sample access and reservoir module and is connected to both the lh780 and the slidemaker. The fse proceeded to replace the leaking tube and there was no further evidence of leaking.